Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected. The device was just old.

Event description:
A report was received that patient's ipg was not holding a charge. Patient underwent a revision wherein the ipg was replaced. Patient had complete coverage of pain areas following the procedure.

Event description:
A report was received that patient's ipg was not holding a charge. Patient underwent a revision wherein the ipg was replaced. Patient had complete coverage of pain areas following the procedure.